Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. The reported patient effects of occlusion and hypotension, as listed in the graftmaster rx coronary stent graft system, instructions for use (IFU), are known patient effects that may be associated with use of a coronary stent in native coronary arteries. There is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that the patient presented with a left ventricle ejection fraction of 15% and a large free perforation in the left main (lm) to left anterior descending (lad) coronary artery after undergoing rotational atherectomy with a non-abbott device. The patient blood pressure began to decline from 112/70mm/hg to 85/68mm/hg. A 4.0x6 rx graftmaster covered stent system was advanced and the stent was implanted, sealing the perforation, however, this stent occluded the circumflex artery; the occlusion was reportedly necessary to save the patient life, but, in addition to the ef and perforation, the occlusion may have also contributed to the continued hypotension and the need for placement of an impella pump. Thus, an impella pump was placed for treatment of the hypotension. Patient blood pressure improved to 87/97 then 105/76 mm/hg and remained stable with no adverse patient sequelae related to graftmaster use. The graftmaster did not exacerbate the existing perforation and there was no device issue. No additional information was provided.